Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had a keypad anomaly. The customer's blood glucose was 11.8 mmol/l. Customer stated she experienced issues with the act button not responding and it will last for 45 minutes, issues has occurred in the past two weeks. Customer was advised the device needed to be replaced.

Manufacturer narrative:
All buttons functioned properly. No damage to keypad traces noted. The connector was not unlocked during visual inspection. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, a slightly peeled keypad overlay at the top corners of the overlay, a damaged keypad overlay texture and a peeling end cap address label.